Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lv lead revision, it was noted that the device migrated downward slightly. A pocket revision was completed and the device remains implanted. The patient was stable before, during, and after the procedure.